Manufacturer narrative:
Correction: this supplemental report is to correct the previously reported information for the lead. The lead was not explanted on (B)(6) 2018 but was capped on (B)(6) 2018.

Event description:
New information received noted that the lead was capped and replaced on (B)(6) 2018. The patient's condition was stable prior, during, and post surgery.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Patient's condition was stable. Upon interrogation, the right ventricular lead exhibited noise. The noise was reproducible through manual manipulation and patient movement. It was discovered that the noise was due to a lead fracture. The lead was explanted and replaced. No further information was reported.